Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported medication leaking from unspecified location. Medication beinginfused was unknown. No patient injury reported.